Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they had a low blood glucose event on (B)(6) 2015. Customer reported the paramedics were called for a low of 29 mg/dl. The customer stated their low blood glucose was caused by the lack of food. Customer stated they had several low blood glucose incidents that prompted the paramedics to be called. Customer declined to return the insulin pump for analysis.